Event description:
Provider states that the arm sockets on the chair are broken. Provider states that the end user swings his arm back on the chair very roughly. Provider hung up before any additional information could be obtained.